Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. A57111) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3, multigravida and uterine cervical laceration during labor. Weight: 192 pounds. Concomitant products included aciclovir (acyclovir). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), arthralgia ("hip pain / joint pain"), mood swings ("mood swings"), depression ("depression") and device dislocation ("I have one coil in my uterus and another that's not yet located (somewhere outside of my reproductive system).)"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage and device dislocation outcome was unknown. The reporter considered arthralgia, depression, device dislocation, genital haemorrhage, mood swings and pelvic pain to be related to essure. The reporter commented: on the left, the insertion had to be done twice because the first essure coil on the left side was defective. Lot number: a57111 manufacture date: 2012-09 expiration date: 2015-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. A57111) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3, multigravida and uterine cervical laceration during labor. Weight: 192 pounds. Concomitant products included aciclovir (acyclovir). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), arthralgia ("hip pain / joint pain"), mood swings ("mood swings"), depression ("depression") and device dislocation ("I have one coil in my uterus and another that's not yet located (somewhere outside of my reproductive system).)"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage and device dislocation outcome was unknown. The reporter considered arthralgia, depression, device dislocation, genital haemorrhage, mood swings and pelvic pain to be related to essure. The reporter commented: on the left, the insertion had to be done twice because the first essure coil on the left side was defective. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: events hip and joint pain, also had mood swings and depression are added. Reporter was added. Fu 2 & 3 process together. On 23-mar-2020: social media received. Case become incident. New reporter added. On 23-mar-2020: social media: reporter were added, event device dislocation were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.